Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a foot surgery in (B)(6) 2014 and suture was used. Following the procedure, the patient developed soft tissue cysts and underwent an additional procedure to remove the cysts in (B)(6) 2014. At a later date, a different physician recommended physical therapy to alleviate the cysts. Additional information has been requested.